Event description:
It was reported that a patient feels like the machine is shocking her. If the home patient touches something while on the machine she gets a strange sensation like itchiness or burning. This occurred during use; the patient was connected at the time of the event. No patient injury or medical intervention was reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Sample analysis revealed no product issues that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.